Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the percutaneous lead (driveline) cut approximately 7 inches from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned but not attached to their respective pump ports. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. The proximal side of the outlet stator (internal to the pump) revealed a red, denatured tissue-like thrombus surrounding the bearing ball. Its laminated structure and areas of denaturation indicates that this thrombus likely formed over an undetermined period of time while pump was supporting the patient. Although a root cause for the development of the observed thrombus could not conclusively be determined through this evaluation, it could have contributed to the reported elevated lactate dehydrogenase level. The remaining blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A log file was submitted for review, and contained approximately 4 days of data. The log file captured normal pump parameters and the system appeared to be operating as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device-5 years. The explanted device was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the ER with hematuria and an elevated lactate dehydrogenase (ldh) of 1700 u/l. At admission, the patient's inr was 1.92. The patient was on lovenox at home due to a drop in inr to 1.6 and was 2 weeks over due for an inr draw. The manufacturer's technical services representative reviewed the provided log file and reported that the data reviewed did not contain attributes suspicious for the presence of thrombus within the motor chamber. On (B)(6) 2017, the patient underwent a pump exchange due to suspected device thrombosis. No additional information was provided.